Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the reported issue was resolved during initial troubleshooting.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed a collimator error when starting up the system. It was reported that restarting the imaging system restored functionality. There was no patient present when this issue was identified. No additional information was provided.